Manufacturer narrative:
Event problem: patient (B)(4) no code available = repair of ventricle at annulus. Evaluation: method (B)(4) other = device not available for return. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The surgeon indicates that the reason for explanting is not related to a device malfunction. Without device return and evaluation, no additional investigation can be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted at implant and replaced with same model/size edwards' device. Upon follow-up, the surgeon indicated that the device was explanted in order to repair ventricle at the annulus. Also indicated that the reason for explant is not related to a device malfunction. No further information provided.